Event description:
It was reported that, "dr drilled sizing guide for triathlon sizing jig and drill tip broke."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.